Event description:
Consumer reported complaint for the trueplus 31g syringes. Husband is calling on behalf of the customer. Husband stated when the customer attempted to inject her insulin the needles on the syringes were bent. This is not the first time the customer is using the product out of this package; customer has been using the product for three weeks. The package had not been open or damaged when received by the customer. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the replacement product (obtained from pharmacy) had resolved the initial concern.

Manufacturer narrative:
Corrected sections as of 13-may-2022: h6: added retention code to type of investigation section.

Manufacturer narrative:
Sections with additional information as of 13-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed and root cause selected. No abnormalities observed on returned product, retain samples, and review batch record. All the test results meets the requirements. Root cause: rc-077: user error caused or contributed to event.